Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise and oversensing were observed on the ventricular channel. The physician believed the noise was due to an external source. The lead was successfully reprogrammed and the patient was in stable condition.